Event description:
On (B)(6) 2012, I experienced a emergency surgical procedure to remove metal ankle hardware; this includes a 6 hole one third tubular plate and neutralizer plate, a 5 hole one third tubular plate and cannulated 3.5 mm x ao screws and 4.0 mm screws. Two of the screws broke off into the bone and into the marrow during surgery. The 5 hole plate was bent almost to a 90 degree angle. I have all surgical photos. I have elevated cobalt and chromium levels in my blood and I am attempting to see if a recall has been issued on such hardware, as they should not be breaking or bending. I am seeking to classify the exact product manufacturer of these ankle anchor screws and 5 and 6 hole tubular plates.